Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Performed a visual inspection on the sensor plug assembly; no issues were observed. Data was extracted using approved software. The sensor was found to be in sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation for the reported device was performed. The device history record (DHR) for the device was reviewed and the the DHR indicates that the device meets per its specification prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results and experienced dizziness, blurry vision, and diarrhea. The length of sensor wear was 10 days and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was unable to self-treat and was seen by a healthcare professional where unspecified readings were taken on their meter and customer was administered IV insulin(dose/type unspecified) for treatment of a diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.